Event description:
Caller reported blood glucose results of 119 mg/dl on compact plus system 1, 72 mg/dl on compact plus system 2 within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with a1 identifier (B)(6) is for compact plus system 1, medwatch with identifier (B)(6) is for compact plus system 2.